Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the distal end of the light guide bundle is broken, component failure of the distal end cover glass and charged coupled device glass is dirty. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image was foggy and blurry due to component failure of the distal end cover glass and for charged coupled device glass is dirty no probable root cause identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - address 1: no. (B)(6). E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced a foggy and a blurry image during service/ maintenance. There were no reports of patient involvement.